Manufacturer narrative:
Device evaluation of monitor (B)(4) has been completed. The reported problem (unable to complete functional testing) has been confirmed. Upon investigation the monitor was unable to recognize a signal from the ECG or therapy electrodes. The cause of the failure was isolated to a loose belt receptacle connector at j1001 on the c/a board. The monitor enclosure showed signs of physical abuse. The root cause for the loose receptacle connector cable was unable to be positively identified. No adverse event resulted from the defective monitor.

Event description:
A us distributor reported that a monitor was unable to complete functional testing.